Event description:
The rep is reporting that during an acl repair, installing the allograft, the orthocord stitching constructed in the graft prep broke whilst the surgeon was attempting to deploy a bio sheath. The allograft became unusable because of the handing. Another allograft was employed to complete the repair. The surgeon states that it took him an extra 1 hour and 15 minutes to complete the repair without further issue or harm to the pt. Post script nothing being returned, and mo lot number identified.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject meter in a follow-up report.